Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the helix of the right ventricular (rv) lead would not extend during an attempt to reposition the lead. The rv lead was not used and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the helix was fully retracted. Visual inspection found the drive shaft lug stuck behind the retraction stop, and this indicated that the helix exceeded specification the number of turns during helix retraction. If information is provided in the future, a supplemental report will be issued.